Manufacturer narrative:
(B)(4). The patient was initially implanted with the neurostimulator and three depth leads.

Event description:
The patient was admitted to the hospital on (B)(6) 2018 for red, painful scalp and fever. He was seen by an infectious disease specialist and prescribed antibiotics for scalp cellulitis. The patient was discharged on (B)(6) 2018. On (B)(6) 2018 the patient was seen by his neurologist and another week of antibiotics was prescribed. The patient was seen again on (B)(6) 2018, at which time it was determined that the system would be explanted on (B)(6) 2018. Neuropace received the explanted rns system (neurostimulator and leads). There was no evidence of factors that could have caused or contributed to the reported event. No evidence of product malfunction or failure.